Event description:
It was reported that approximately 60 minutes after insertion of the iab, blood was observed in the helium tubing. The pump was also experiencing "kinked" catheter" and "helium" loss" alarms. Because of this, the iab was removed and replaced. There were no associated patient complications.

Event description:
It was reported that approximately 60 minutes after insertion of the iab, blood was observed in the helium tubing. The pump was also experiencing "kinked catheter" and "helium loss" alarms. Because of this, the iab was removed and replaced. There were no associated pt complications.